Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked and couldn't be primed. The following information was provided by the initial reporter: "unable to prime needles, inability to prime."

Manufacturer narrative:
H.6. Investigation summary: we are unable to locate the sample at this time. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle was blocked and couldn't be primed. The following information was provided by the initial reporter: "unable to prime needles, inability to prime."